Event description:
It was reported that during a low anterior resection, the electrode peeled away. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated but is still attached to the active rod and the cable cut off. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Functional testing cannot be performed due to an instrument with cable cut off was received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.